Event description:
It was reported that the ventricular pacing lead has increasing impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular pacing lead has increasing impedances. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was capped and replaced. Still no patient complications have resulted from this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that the trend chart shows the impedance steadily rising up to approximately 2,000 ohms by around (B)(6) 2012. In addition,a lead warning was noted on (B)(6) 2013.